Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate the patient was treated for adhesions, recurrence, and fistula formation all of which are listed as possible adverse reactions in the instructions-for-use. A manufacturing review was performed and found no anomalies. Based on the product code and lot number the subject product is part of the composix kugel recall. As reported the recoil ring was noted to be fractured at the time of explant. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by outside counsel: (B)(6) 2005 - the patient underwent an attempted laparoscopic ventral hernia repair with conversion to open ventral hernia repair with bard/davol composix kugel hernia patch. Operative details indicate "a small tear in the small bowel" was noted therefore the md performed an open procedure. On (B)(6) 2006 - patient had an md office visit and was diagnosed with a recurrent ventral hernia. Patient had no complaints noted. On (B)(6) 2014 - patient was diagnosed with an abdominal wall abscess with a small bowel fistula. The patient underwent an exploratory laparotomy with explant of the bard/davol composix kugel mesh, a partial small bowel resection, closure of abdominal wall with a non-bard/non-davol biologic graft and a central venous line placement. Per operative report details "there was a hard plastic ring which was fractured. I do not know if this is the etiology of the fistula because the fracture I found was in the upper aspect of the abdomen and the small bowel fistula was in the right lower quadrant to the mesh."